Event description:
Customer reportedly received results of 34 mg/dl and 356 mg/dl within 10 minutes on the aviva system. Test strips were improperly coded. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.